Event description:
Hospital personnel were unable to crush a stone in the pt's bile duct during an endoscopic retrograde cholangio pancreatography ("e.r.c.p.") Procedure. The procedure was abandoned and the pt was taken to surgery. Background. A lithocrush disposable lithotriptor was used during the procedure. A hosp nurse reported that she assembled the instrument according to olympus instructions and checked the operation prior to the procedure. It seemed to be connected properly. A hosp charge nurse stated that the disposable device had been used only for this procedure. At some point in the procedure, the nurse opened the basket and captured a stone in the bile duct as intended. However, once the stone was inside, members of the endoscopy staff could not close the basket. They disassembled the handle by unscrewing the clamping screw and noticed that the wire joint was completely inside the slide region of the coil sheath. Hosp personnel were unable to get the wire joint to extend back out. The nurse called olympus during the procedure and spoke to an olympus product engineer. The engineer asked if there was an emergency lithotriptor handle available but the nurse stated that they did not have one. Next, the engineer asked the nurse to wrap the coil sheath (soft portion) around her hand and push the coil sheath toward the slide region in an attempt to extend the wire joint. The engineer was able to do this maneuver with a product while he was talking with the nurse. The nurse could not get the coil sheath to move. At that point, they cut the wire sheath to separate the slide region and attempted unsuccessfully to crush the stone by pulling on the four wires with a pair of pliers. When all attempts to crush the stone failed, the dr removed the scope and sent the pt for surgery.